Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported the procedure was being performed in pre-op. The sheath was inserted into the pt's internal jugular. When floating the thermodilution catheter into the sheath, blood began to flow out the membrane as the catheter was being inserted. As a result, the sheath as removed and replaced successfully. They do not know if this caused a delay in treatment and there was no pt death or complications reported. On (B)(4) 2013, follow up info states they were using an edwards 7 fr (B)(4) catheter with the sheath.